Manufacturer narrative:
An in-vivo lead experiencing high impedances was reported to abbott. The lead was discarded and not returned for analysis.the device history record of the lead was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the patient experienced loss of stimulation. X-rays were unable to confirm if the lead had been damaged. Diagnostics indicated a high impedance. In turn, the lead was explanted and replaced to address the issue.